Event description:
The customer reported that while the anesthesia machine was in use on a pt during a procedure, the tidal volume increased on its own. No pt injury was reported.

Manufacturer narrative:
A company technical support rep confirmed that while the tidal volume delivered was accurate, the tidal volume displayed did increase, and was inaccurate intermittently. He replaced the mod 2 board, part number 0997-00-0967. The unit performed according to factory specifications. It functioned normally and was returned to the customer.